Manufacturer narrative:
(B)(4). Visual inspection of the returned product confirmed that the plastic packaging was stuck to the femoral implant in several locations. Further investigation revealed that the femoral component was packaged with a raw material lot of polyethylene bags that were previously identified as having the potential to adhere to highly polished surfaces, which may leave a residue and in some cases a portion of polyethylene on the device. This device is used for treatment. This issue has been previously investigated and as part of corrective action, a new supplier for the polyethylene bags has been selected and testing completed to ensure thermal reliability and stability of the new bags. This MDR was identified during an internal retrospective review to meet reporting requirements and therefore is being filed retrospectively.

Event description:
It is reported that the inner plastic packaging was stuck to the implant.